Event description:
A pharmacist reported the vitreotome got stuck in the trocar cannula during surgery. The surgeon opened a new pak and replaced the vitreotome and the trocar. The procedure lasted 30 to 40 minutes longer than usual. A retinal tear occurred at the back of the trocar entry door leading to a preoperative retinal detachment. A gas tamponade was put in place. Additional info has been requested.

Manufacturer narrative:
Additional info has been requested. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with (B)(4) when additional reportable info becomes available. This report was mailed to FDA on: (B)(6) 2010. The manufacturer internal reference number is: (B)(4).